Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.50x12 mm trek rx balloon dilatation catheter (bdc) was selected for use to treat a lesion with moderate tortuosity and moderate calcification in the left anterior descending artery. The bdc was prepped (air aspiration) outside the anatomy prior to use. No resistance was noted during removal of the stylet or protective sheath. The bdc was advanced toward the target lesion. The balloon was inflated once to 8 atmospheres for 15 seconds and was unable to deflate. Negative pressure was held 8-10 minutes using a large syringe. Finally the balloon partially deflated enough that the balloon was able to be withdrawn from the patient anatomy. Ultimately the lesion was treated with a new unspecified balloon catheter. Reportedly there was a clinically significant delay; however, there was no adverse patient effect. No additional information was provided.